Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.

Event description:
Reported 1 false negative sars result for one symptomatic patient tested during an evaluation study. Samples were collected from patients in the ER presenting with recent symptoms or patients where symptom onset occurred several weeks prior.